Event description:
A falsely elevated hb1c result was reported on a patient sample. The patient result was reported to the physician. Repeat testing of the sample on an alternate dimension(r) instrument produced a lower result. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hb1c result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the original MDR (B)(4) 2013. Siemens healthcare diagnostics inc. Has confirmed customer complaints of a higher frequency of above assay range flags with several listed dimension hb1c flex reagent cartridge lots. Investigation has shown that the higher frequency of flags is related to higher recoveries of sample hemoglobin (hb) values (hb > 25 g/dl or >15 mmol/l) with impacted lots. The hb value is used to calculate the final hba1c ratio (% hba1c -mmol/mol) results. Results are suppressed (not reported) with the above assay range flag. An urgent medical device recall for the hb1c flex reagent cartridge (df105a) was issued in april 2013 to impacted customers. The communication 13-25 instructed customers to immediately discard any remaining inventory of the affected lots of dimension hb1c (df105a). Siemens provided a lot number for lots beyond which the issue was corrected.